Event description:
During pt treatment with this model 3100a, the oscillating driver shut off when the user adjusted the frequency control below 12.4h3. The user kept the frequency at 13 a replacement 3100a was available, and there was no pt compromise.